Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the clinic with intermittent lead captures due to an elevated right ventricular (rv) threshold. Manual programming of output settings was required, as automatic adjustments did not reach sufficient levels. Clinical observations included an elevated threshold and a decreased in r wave amplitude. The patient sought medical attention due to experiencing general discomfort. Subsequently, this rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.